Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for insufficient pain relief. Troubleshooting was performed, included reprogramming. X-rays show migration occurred. During the lead revision, repositioning was not available due to scar tissue, therefore; both leads were replaced restoring adequate pain relief.

Manufacturer narrative:
Both leads are from the same lot. Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded, making it unavailable for analysis. X-ray imaging confirmed the reported lead migration. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result.